Event description:
Allegedly the following occurred: "pt had initial surgery which involved anastomosis of colon using gia and tia stapling device. Pt remained in hosp afterwards and had surgery approx one month later. The pt was septic due to failed anastomosis and required add'l surgical procedure."

Manufacturer narrative:
Additional info requested from account. No response as of this report.